Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect stat troponin-I reagent lot 40695un20. The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 40695un20 identified elevated complaint activity, although no trends were identified for complaint issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 40695un20 was evaluated using world wide data from abbottlink. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 40695un20 are within the established limits, therefore, no unusual reagent lot performance was identified. A device history record review was performed on reagent lot 40695un20, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 40695un20 was identified.

Event description:
The customer observed falsely elevated (false positive) architect troponin results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial troponin=0.31 ng/ml/ repeated in sample cup=0.0 ng/ml /recentrifuged and repeated same specimen=0.16 ng/ml. Laboratory reference range for troponin=less than 0.01 ng/ml. Critical reference range=greater than 0.05 ng/ml there was no reported impact to patient management.